Event description:
The customer contacted baxter's service center regarding a therapy assistance which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated that he had to end his therapy early to go get the transfer set fixed. The hp then set up the hc with the existing supplies from the previous therapy. The hp was trying to bypass to fill 2 of 3 where he had left off, but was not able to. The technical service representative (tsr) explained that setting up with supplies from a previous therapy was not aseptic and advised the hp to end therapy and start over with new supplies. The tsr then explained that the hp would not be able to bypass to fill 2 of 3 anyway, as the hc would add cycles to the end if he tried, so that the hp would still end up with the same number of cycles. The hp stated that he wanted to end therapy for the night. The tsr advised the hp to call his registered nurse (rn) as soon as possible and explain what had happened and inform her of any missed therapy. The tsr walked the hp through ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(6) 2012. She stated that she was not aware of this incident, but that she would speak with the patient regarding proper procedures. She stated that there was not anything wrong with his transfer set, and that it had simply been replaced. There was no damage, and no allegations were made against the transfer set. The patient had been given antibiotics after the transfer set was changed as a preventative measure only. She stated that there were no adverse effects reported in relation to this event, and the patient was continuing therapy on the homechoice.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single use product issue. Complaint is confirmed because the patient reported they reused the supplies from the previous therapy for new setup. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.